Event description:
(B)(4). Event occurred in (B)(6). The patient reported that in two infusion sets, the tubing detached at the site connector during normal wear and it was noticed by accident both times. The site locations were on different sides each time and the pump was located on the same side in relation to the site. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.